Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient tried to change the settings on the device and the por came up on the screen; the cause was unknown. The patient called the doctor¿s office and was told to bring it to the office and they could reset it, which the patient did on (B)(6) 2019. It was noted that the problem reoccurred and the patient would be taking it back to the office on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in saying their device quit working. At the time of initial report, the patient couldn't be transferred to the call center so device registration gave the patient the call center's phone number. The next day, patient called into the call center saying their patient programmer (pp) stopped working for them and they saw a power on reset (por) message on their pp. Patient originally said their ins was not working, but it was clarified that the patient didn't have symptom return and it was the pp. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) as they would be the one to clear the por message. No patient symptoms were reported and no further complications have been reported as a result of this event.